Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that falsely elevated architect c4000 results were generated for one patient. Sodium initial result of 164 mmol/l retested at 134 mmol/l. Potassium initial result of 5.1 mmol/l retested at 3.4 mmol/l. The sample was tested on a different architect analyzer and results were the same as the retest results (exact values not provided). The initial elevated results were not reported out of the laboratory because they did not match previous results (delta check failure). No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site and found the ict reference solution cup was contaminated/dirty. Fs resolved the issue by cleaning the ict ref cup with bleach followed by deionized water. A review of the customer's subsequent service history found no recurrence of ict ref cup issues and/or ict module result related issues. A 12 month review of ict ref cup ticket trending did not identify any trends. Labeling in the architect system operations manual and ict sample diluent package insert is adequate with regard to required maintenance, component replacement, and troubleshooting the customer's issue. Labeling in the c4000 field service manual is adequate with regard to cleaning the ict ref cup and liquid level sense (lls) electrodes. Based on the available information, no malfunction or deficiency was identified.